Event description:
During the procedure the physician was implanting the k-wire into the bone on the fifth finger of the patient's right hand. The k-wire broke off in the bone. The broken wire was removed and a new wire was implanted. There was no harm to the patient.